Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged load cell module 2. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The archive data review showed occurrence of ua07 error message on the reported complaint date. During power-on-self-test, the load sensing system has detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell module 2 over reported. The load cell module 2 was replaced to remedy the occurrence of ua07 error message. Following service, the autopulse platform passed the final testing without any error or fault. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message and the user was unable to clear the error message. No patient involvement.